Manufacturer narrative:
H3: it was found in the analysis that visually, the pouch was open from 3 of 4 sides and contained a size 6 emg tube. There was a stylet with a blue handle inside the tube when returned. There was no damage noted in the construction of the device. There were no traces of contamination found, and the wire harness was wrapped in a tape paper. Functionally, a syringe was used to inject 20cc of air into the cuff and there was no air leakage observed. For further analysis, the inflated cuff was submerged under the water for leak observation and found no leakage. The inflation assembly was also submerged under the water and found no leakage. There was no damage or leakage found during the analysis of the returned device. A review of the global complaint data showed no other complaints about this lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the cuff was found damaged and leaking before the surgery. There was no patent involvement. Additional information received that anesthesia gas was used to inflate the cuff and bite block was not used to help secure the tube.